Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm with the final arteriogram showing good position and a good seal proximally and distally. The proximal aortic neck was reported as angulated and short. It was reported approximately 68 months post stent graft implant, the aneurysm had advanced to the renal arteries (above the level of the graft); however, there were no endoleaks present. The physician elected to remove the stent graft and perform a surgical converison with a conventional graft. It was reported during the removal of the stent graft, a juxtarenal abdominal aortic aneurysm was observed, there were no evidence of any endoleak was confirmed, and the proximal and distal graft ends were found to be well incorporated into the vessels. Medtronic has rec'd the stent graft and the analysis has been completed. With the exception of several broken sutures found at the angulated areas of the distal ipsilateral and contra limbs, no graft integrity issues were observed from the examination of the graft. The received condition of the explanted bifurcated stent graft limited the extent of the eval. No additional clincal sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: patient's condition effectiveness of device (the angulation and short aortic neck with disease progression of the aortic neck) conclusions: device failure/lack of effectiveness related to pt condition (the angulation and short aortic neck with disease progression of the aortic neck).